Event description:
Same case as MDR 6000089-2006-00053, -00054, -00055, and -00056. Sixty nine days after the first of two staged coronary artery drug eluting stenting treatment procedures the pt experienced cardiac heart failure and pleural effusion that needed to be drained. The index procedure treated 6 target lesions. Target lesion 1 was a totally occluded region of the proximal right coronary artery (rca). The physician direct stented the lesion with one taxus express2 8.8% 3.00x20 mm drug eluting stent without complication. Residual stenosis was less than or equal to 30% after deployment. Target lesion 2 was treated two days after the first procedure. It was located in the mid left anterior descending artery (lad). The physician direct stented the lesion with one taxus express2 8.8% 3.00x20 mm drug eluting stent without complication. Residual stenosis was less than or equal to 30% after deployment. Target lesion 3 was treated two days after the first procedure. It was located in the 1st diagonal artery at the bifurcation and was greater than 20.0 mm in length. The physician direct stented the lesion with one taxus express2 8.8% 2.50x20 mm drug eluting stent without complication. Residual stenosis was less than or equal to 30% after deployment. Target lesion 4 was a totally occluded region of the proximal circumflex artery (cx). The physician direct stented the lesion with one 2.5x13mm lekton motion stent. Residual stenosis was less than or equal to 30% after deployment. Target lesion 5 was located in the intermediate/anterolateral artery. The physician direct stented the lesion with one taxus express2 8.8% 2.5x12 mm drug eluting stent without complication. Residual stenosis was less than or equal to 30% after post dilation. Target lesion 6 was located in the intermediate/anterolateral artery. The physician direct stented the lesion with one taxus express2 8.8% 2.5x12mm drug eluting stent without complication. Residual stenosis was less than or equal to 30% after deployment. The taxus stents from target lesion 5 and 6 overlapped. The pt was discharged home from the hosp 23 days after the first procedure receiving calcium channel blockers, ace inhibitors, asa, theinpyradine antiplatelet, statin, and diuretics. The site reported that the pt experienced cardiac heart failure and pleural effusion 69 days after the first procedure. The actions listed to alleviate the condition included hospitalization, pleural puncture, and pleural drainage. The conditions were resolved without residual effects 104 days later. In the opinion of the physician there was a possible relationship between the taxus stents and the event.